Manufacturer narrative:
A ge rep evaluated the system and performed a system calibration. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the system intermittently displayed a filament regulator error code during a pt procedure. There are no reports of pt injury or death associated with this event.